Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm while attempting to deliver a bolus. The customer changed out all supplies prior to contacting tandem technical support, therefore troubleshooting was unable to be performed. Subsequently, the customer received multiple cartridge alarms (cartridge alarm 19) during the load process. The customer's blood glucose (bg) level was 400 mg/dl. Reportedly, the customer would utilize a backup pump as alternate insulin therapy and would administer a correction to stabilize bgs.